Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photo submitted for evaluation. The reported issue of separation other component was confirmed upon inspection of the photo. Analysis of the sample showed that the subassembly is detached from the extension tube. Bd determined that the cause of the failure was a bad assembly by the assembly machine. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
394971 with lot 5032404. They have experienced x2 that the connection has broken.